Event description:
The customer reported not receiving our product and as a result the customer experienced tingling of the hand and weakness of the legs. The customer went to their doctor, where he was diagnosed with hyperglycemia and given insulin in the office, and a prescription for medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. This case involves a delivery issue; therefore, does not involve a product malfunction and no product investigation is necessary.